Manufacturer narrative:
Correction: h4 a supplemental report is being submitted for a correction and device evaluation. H4 device manufacture date corrected from 28-feb-2020 to 05-feb-2020. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. During supplemental testing, the controller was connected to a test controller ac adapter and allowed to run for an extended period of time; results revealed that the controller's surface temperature felt normal to the touch and thermal readings of the controller were normal. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period. However, a review of the data file revealed momentary disconnections between the controller and a controller adapter; the momentary disconnections may explain the reported "power disconnect alarms." Additionally, supplemental testing did not reveal wear to the gold plating of the power port pins. As a result, the reported "power disconnect alarms" event was confirmed. The reported overheating event could not be confirmed. Lubrication servicing could not be confirmed for the power adapter since the serial number is unknown. The most likely root cause of the reported "power disconnect alarms" event can be attributed to momentary disconnections between the controller and controller ac adapter. CAPA pr00389403 investigated momentary disconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the controller was attached to wall power, power disconnect alarms occurred, the controller overheated and was hot to the touch. The controller was exchanged. No patient complications have been reported as a result of this event.